Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Summary of device evaluation: the reported complaint is confirmed. The investigation of the returned coil system found the implant with deformed loops and to be separated from the pusher. No indication using a detachment controller was found on the pusher's heater coil and dry blood was found inside the pusher at near the heater coil. The investigation found the pusher's monofilament with a tensile break shape at the tip which is consistent with the device experiencing excessive force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that the embolization coil unintentionally detached in the microcatheter when the physician was attempting to manipulate the device to place in intended position. The microcatheter and coil were successfully removed from the patient. The coil was replaced with another coil to continue the procedure, which was successfully completed. There was no report of harm or injury to the patient.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Summary of device evaluation: the reported complaint is confirmed. The investigation of the returned coil system found the implant with deformed loops and to be separated from the pusher. No indication using a detachment controller was found on the pusher's heater coil and dry blood was found inside the pusher at near the heater coil. The investigation found the pusher's monofilament with a tensile break shape at the tip which is consistent with the device experiencing excessive force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that the embolization coil unintentionally detached in the microcatheter when the physician was attempting to manipulate the device to place in intended position. The microcatheter and coil were successfully removed from the patient. The coil was replaced with another coil to continue the procedure, which was successfully completed. There was no report of harm or injury to the patient.